Event description:
On (B)(6) 2012 during review of the patient's programming history it was observed that a generator diagnostics test was performed on (B)(6) 2007 and no final interrogation was performed. A generator diagnostics test performs at test settings of output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min and then will change the patient's settings to disabled settings of output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0ma/magnet on time=60sec/magnet pulse width=500usec upon successful completion. Therefore, it appears that the settings would have been changed to these disabled settings since the generator diagnostics test appears to have completed successfully and no final interrogation was performed to check the patient's settings prior to the patient leaving the clinical visit.